Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to the pyxis. The technical support specialist (tss) verified the logs and identified that the account was locked. Tss instructed the user to connect with the hospital information technology to unlock the account. Customer confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the user was unable to log in to the pyxis device and tired to access the computer and power chart with same password but it had authentication error for pyxis machine, which affected patient care. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.